Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic ventral hernia dealing with normal adhesions, the tip of the device broke off inside the patient and it was fully retrieved after five minutes. There was no metal hit by the device. A new device was opened and completed the case without problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.